Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, t¿s likely the image issue (noisy/loss of image) occurred due to a faulty cable. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head adapter could not be removed. The reported problem was found during inspection before the procedure. The intended diagnostic hysteroscopy was completed using the same device. There was no delay, as the patient was not under sedation. There was no harm or injury associated with the event. Inspection of the returned device revealed that there was no image (or noisy image) due to a faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The engineer found the event contributed to a noisy image or no image due to faulty cable. Additionally, the following events were identified and are as follows: (a.) The customer reported faulty cable, (b.) The adapter and charged coupled device (ccd) could not be removed or separated, (c.) And the cable was at fault. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.